Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that a few weeks following their spinal cord stimulation (scs) implant procedure the patient was experiencing a return of pain across their lower back that radiated down their bilateral hips, tenderness on their back, and leg weakness due to inadequate stimulation. The patients symptoms would change depending on their position. Imaging was taken and it was assessed that the lead was diagonal across their back. Reprogramming was attempted, however, the reported issues persisted. The patient underwent a bilateral hip injection. The event is ongoing.